Event description:
It was reported through the zimmer knee registry that the pt experienced an infection approx 5 years after implantation. To address the infection, the pt's implants were revised. It was determined by the surgeon that the zimmer implants were not related to the event.